Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this patient experienced chest pain and shortness of breath due to right ventricular lead perforated the heart wall. Lead exhibited loss of capture with escape rate in the 40's. Perforation confirmed by a computed tomography scan. Lead removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced chest pain and shortness of breath due to right ventricular lead perforated the heart wall. Lead exhibited loss of capture with escape rate in the 40's. Perforation confirmed by a computed tomography scan. Lead removed and replaced. No additional adverse patient effects were reported.